Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface central processing unit printed circuit board and backlight inverter printed circuit boards. The service engineer also downloaded software onto the device. The ventilator passed self-tests.

Event description:
It was reported that the ventilator's upper display was scrambled. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.